Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on december 7, 2022. An investigation is in progress for returned product received on december 23, 2022.

Event description:
Tampon string detached... Tampon stayed in vagina [foreign body in reproductive tract] string completely detached from the tampon [device breakage] . Case narrative: consumer reported via email that the tampon string completely detached from the tampon. No serious injury was reported.

Event description:
Tampon string detached... Tampon stayed in vagina [foreign body in reproductive tract]. String completely detached from the tampon [device breakage] . Case narrative: consumer reported via email that the tampon string completely detached from the tampon. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string detached. Tampon stayed in vagina [foreign body in reproductive tract]. String completely detached from the tampon [device breakage]. Case narrative: consumer reported via email that the tampon string completely detached from the tampon. No serious injury was reported.

Event description:
Tampon string detached... Tampon stayed in vagina [foreign body in reproductive tract] string completely detached from the tampon [device breakage] case narrative: consumer reported via email that the tampon string completely detached from the tampon. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.